Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient expired on 26aug2019. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient called with back-up battery fault alarm. The patient declined coming to center for a system controller exchange. While patient attempted controller change, patient passed out. Emergency medical services (ems) was called, controller connected. Patient was unresponsive and was transported to local emergency department then transferred to implanting center. Pump was working. It was reported that the patient was pronounced brain dead on (B)(6) 2019 with support withdrawn on (B)(6) 2019 and patient expired at 11:55. No additional information was provided.